Event description:
It was reported that during the implant attempt, there was difficulty positioning the lead. It was also reported that the helix would not retract during repositioning. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted, there was blood in the helix mechanism and the helix was bent/distorted. There was also deformation/fracture of the proximal section of the defib coil. The full lead was returned for analysis.